Event description:
Baxter sales representative reported to baxter corporate product surveillance a vialmate in which the medication was leaking onto the nurses hands when attempting to reconstitute. The alleged defect occurred when the nurse attempted to reconstitute vancomycin. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.